Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise during interrogation. This lead also had chronic high pacing thresholds. Additional information indicated that the cause for the noise was undetermined. The elevated thresholds was noted to be stable and chronic. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.